Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material drawing found a material certificate of analysis is required. This case reports a breakage of the healicoil anchor and it is unknown if the broken portion was retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported issue cannot be determined. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. A visual inspection revealed the device was returned with original packaging. The anchor is fractured and the anchor is coated in debris. The device appears to have been actuated. No physical damage visible to the device. Based on the condition of the product material found during visual inspection it was determined additional material testing is not required. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, a 5.5 mm healicoil pk suture anchor broke when inserting, after tapping. The procedure was finished with a minor delay using a smith and nephew back up device. Patient was not harmed as consequence of this problem.